Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart. Customer did not recall blood glucose at the time of incident. Troubleshooting for the alarm was performed. The customer said the alarm reoccurred after changing battery in the insulin pump. The insulin was freezing on the previous phone call. The insulin pump will be returning for analysis.

Manufacturer narrative:
Device alarmed a21 after battery change and resets time or date to factory default due to connector voltage leak at interface board. However, device passed the self-test and displacement test. No unexpected a17 alarm noted during testing.